Event description:
As reported by the field clinical specialist (fcs), the patient underwent a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in the native aortic position. Resistance was felt when inserting the 14fr esheath+ into the patient, and the device was unable to advance through the iliac due to significant calcium burden, noted in both the right and left iliacs. The devices were removed and the esheath+ only replaced. The second 14 esheath+ also had resistance during insertion and advancement due to the calcium, and the device appeared frayed (slightly split) at its distal tip. The patient was then switched to the left femoral artery for access, and a third 14fr esheath+ was used (with no resistance) to successfully implant the s3u valve. Per report, the same 26mm commander delivery system and s3u valve was used with all three esheath+ devices. There was no harm to the patient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of difficulty introducing sheath and sheath distal tip split were unable to be confirmed as the device was not returned or relevant device imagery provided. Available information suggests that patient factors (calcification) likely contributed to the difficulty introducing sheath as it was reported that the second 14fr esheath+ also had resistance during insertion and advancement due to calcium. In addition, it was reported that the device appeared frayed (slightly split) at its distal tip. Sharp, calcified nodules within the patient's access vessel can act as physical obstacles, leading to higher push force. As such, procedural factors (high push force) likely contributed to the split distal tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.